Manufacturer narrative:
The failed sample will be returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
The PICC line was inserted, was dressed, and after dressing it started leaking. When dressing was removed the line was broken and a fragment was inside the patient which was not accessible to pull out. Further the line moved towards the heart but it was successfully removed by surgery.

Manufacturer narrative:
This complaint is not confirmed. We received a catheter as a sample which snapped at the 20cm-marking. The distal fragment was not returned. Microscopic examination of the fractured plane show the typical rough surface for a tensile fracture. Further more the catheter was clotted with blood. From previous complaints we know different causes of a tensile fracture: > dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture; > routine care - when lifting the baby to change bedding; > movement - the baby themselves catching the line, normally with a foot, during movement. It is essential to let disinfectants dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material. Further more we have a special hint in the product's IFU: "the catheter is not suitable for blood aspiration.". Having checked the batch history records, no deviations were found. The average tensile force for the involved catheter tube was between 3,7n and 4,3n and therefore within the specification. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. No further corrective action initiated by quality management as there is no hint for a manufacturing fault.".

Event description:
The PICC line was inserted, was dressed, and after dressing it started leaking. When dressing was removed the line was broken and a fragment was inside the patient which was not accessible to pull out. Further the line moved towards the heart but it was successfully removed by surgery.